Event description:
The user facility reported the vitrectomy cutter was not cutting. There was no patient impact.

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in a small plastic zip lock bag. The original packaging was not returned. A photocopy of the pack label indicates it was a bl5223w pack from lot v2903. The tip protector and the tubing were not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the port and on the outer needle shaft. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as intended. However, since the tubing was not returned it cannot be determined if there were defects in the tubing or connectors that could contribute to poor cutting performance. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2014-00159.